Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tube with embedded coiled metallic wiring.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included paratubal cyst, pelvic pain female, female sterilisation and endometriosis ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, removal of essure catheters bilateral salpingectomies, removal of foreign bo). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: both the right and left essure catheter were placed with trailing coils on each side. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received: previously reported event: medical device removal was replaced by fallopian tube with embedded coiled metallic wiring. Medical history, removal date, patient's date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Cluster ID was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.